Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, there were issues with sample separation, gel smearing, and discoloration of additive. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from spanish: the tubes present an improper sample separation, specifically with red cells caught up in gel's inner and surface after the centrifugation. Even though, in some tubes, it's noted the gel displacement throughout the walls. A random review is performed and the gel separation issue happens between 5 and 10 tubes. The poor barrier appears only occasionally, but if there's persistence we need to re-centrifuge the tubes. Approximately 6 tubes presented gel smearing. Fibrin was present in the serum.

Manufacturer narrative:
H.6 investigation summary bd received five (5) photos for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation, gel smearing, and fibrin was observed. Additionally, two hundred (200) retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation, gel smearing, and fibrin was not observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure modes (poor barrier separation, gel smearing, and fibrin) because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation, gel smearing, and fibrin based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, there were issues with sample separation, gel smearing, and discoloration of additive. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from spanish: the tubes present an improper sample separation, specifically with red cells caught up in gel's inner and surface after the centrifugation. Even though, in some tubes, it's noted the gel displacement throughout the walls. A random review is performed and the gel separation issue happens between 5 and 10 tubes. The poor barrier appears only occasionally, but if there's persistence we need to re-centrifuge the tubes. Approximately 6 tubes presented gel smearing. Fibrin was present in the serum.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.